Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the plug of a 6f exoseal vascular closure device (vcd) was halfway out of the device after pressing the deployment button, during a procedure. The user held manual pressure and hemostasis was achieved. There was no reported patient injury. The product was properly stored and opened in a sterile field. All the instructions for use (IFU) steps were followed. The user was trained to the device. The device will be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: as reported, the plug of a 6f exoseal vascular closure device (vcd) was halfway out of the device after pressing the deployment button, during a procedure. The user held manual pressure and hemostasis was achieved. There was no reported patient injury. The product was properly stored and opened in a sterile field. All the instructions for use instructions for use (IFU) steps were followed. The user was trained to the device. Additional information was requested but not provided. One non-sterile exoseal vascular closure device (6f) involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received depressed, while the guard was locked. The plug was not received for this evaluation, and the indicator wire was found retracted. A non-cordis catheter sheath introducer (csi) was returned inserted on the received unit. Finally, the indicator window was returned in the black/white and red position. During this visual analysis, no additional anomalies were observed. The inner diameter of the delivery shaft was measured. The result was within specification. The deployment simulation evaluation could not be performed, as the device was received fully deployed. A high-magnification evaluation was conducted to examine the internal mechanism. No abnormal conditions were observed during this analysis. A review of the manufacturing documentation associated with lot 18365300 presented no issues during the manufacturing process that can be related to the reported event. The reported event of ¿vascular closure device (vcd) deployment difficulty partial deployment¿ was not observed through analysis of the returned device since the device was returned with no plug and demonstrating a full deployment. The internal mechanism showed no anomalies. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to this issue experienced by the customer. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. According to the instructions for use (IFU), the user is instructed to use the left hand to anchor the vascular sheath introducer and the exoseal vcd in a stationary position. The user is then instructed to press the plug deployment button to deploy the plug, ensuring the plug deployment button is fully depressed and flush against the handle assembly. The indicator wire will automatically withdraw and the plug will be deployed. The IFU cautions that care should be taken to ensure no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to, or during, deployment of the plug. Approximately 1-2 seconds after depressing the deployment button, the user is instructed to retract the exoseal vcd and vascular sheath introducer as a unit until the system is fully removed from the patient and apply light, non-occlusive pressure to the wound site. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
Complain conclusion: as reported, the plug of a 6f exoseal vascular closure device (vcd) was halfway out of the device after pressing the deployment button, during a procedure. The user held manual pressure and hemostasis was achieved. There was no reported patient injury. The product was properly stored and opened in a sterile field. All the instructions for use instructions for use (IFU) steps were followed. The user was trained to the device. Additional information was requested but not provided. A review of the manufacturing documentation associated with lot 18365300 presented no issues during the manufacturing process that can be related to the reported event. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint "vascular closure device (vcd)-deployment difficulty-partial deployment" could not be confirmed. According to the instructions for use (IFU), the user is instructed to use the left hand to anchor the vascular sheath introducer and the exoseal vcd in a stationary position. The user is then instructed to press the plug deployment button to deploy the plug, ensuring the plug deployment button is fully depressed and flush against the handle assembly. The indicator wire will automatically withdraw and the plug will be deployed. The IFU cautions that care should be taken to ensure no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to, or during, deployment of the plug. Approximately 1-2 seconds after depressing the deployment button, the user is instructed to retract the exoseal vcd and vascular sheath introducer as a unit until the system is fully removed from the patient and apply light, non-occlusive pressure to the wound site. Based on the device history record review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Manufacturer narrative:
Seven sterile devices are available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the plug of a 6f exoseal vascular closure device (vcd) was halfway out of the device after pressing the deployment button, during a procedure. The user held manual pressure and hemostasis was achieved. There was no reported patient injury. The product was properly stored and opened in a sterile field. All the instructions for use instructions for use (IFU) steps were followed. The user was trained to the device. Additional information was requested but not provided. The device was later returned for evaluation and later on seven sterile devices were also returned for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported, the plug of a 6f exoseal vascular closure device (vcd) was halfway out of the device after pressing the deployment button, during a procedure. The user held manual pressure and hemostasis was achieved. There was no reported patient injury. The product was properly stored and opened in a sterile field. All the instructions for use instructions for use (IFU) steps were followed. The user was trained to the device. Additional information was requested but not provided. A non-sterile vascular closure device 6f was received inside a clear plastic bag. Separately, a picture of seven (7) sterile exoseal vascular closure devices 6f, associated with the reported complaint, was first received, and the units themselves were subsequently returned in their sealed original pouches. Sterile units: visual inspection of the seven (7) sterile devices showed that the deployment lever was not depressed, the guard was unlocked, the plug was in the manufacturing position, the indicator wire was not deployed, and the indicator window was in the black/white position. No catheter sheath introducer (csi) was returned for evaluation. No additional anomalies were observed during the visual analysis of these units. Non-sterile unit: visual inspection of the returned non-sterile device revealed that the deployment lever was in a depressed position while the guard remained locked. The plug was not received for evaluation, the indicator wire was retracted, and a non-cordis catheter sheath introducer (csi) was found inserted on the device. The indicator window was in the black/white and red position. No further anomalies were observed during this inspection. A dimensional analysis of the delivery shaft inner diameter was performed on the non-sterile unit received and on seven (7) sterile units. All measurements obtained were within the specified range. The functional deployment simulation evaluation could not be performed on the non-sterile unit, as it was received in a fully deployed state. However, deployment simulation was successfully conducted on the seven (7) sterile units. Initially, all guards were locked, allowing for successful deployment of the indicator wire. Subsequently, the indicator wires of all seven (7) sterile devices were pulled to achieve the black/black position in the indicator window. Full depression of the deployment lever was then performed, resulting in the expected retraction of the indicator wire and deployment of the plug. Additionally, the indicator window successfully transitioned through the black/white and red positions as expected. A high-magnification evaluation was performed to assess the internal mechanism of the non-sterile unit and the seven (7) sterile units. No abnormal conditions were observed in any of the units during this analysis. A review of the manufacturing documentation associated with lot 18365300 presented no issues during the manufacturing process that can be related to the reported event. The reported event of ¿vascular closure device (vcd) deployment difficulty partial deployment¿ was not observed through analysis of the returned device since the device was returned with no plug and demonstrating a full deployment. The internal mechanism showed no anomalies. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to this issue experienced by the customer. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. According to the instructions for use (IFU), the user is instructed to use the left hand to anchor the vascular sheath introducer and the exoseal vcd in a stationary position. The user is then instructed to press the plug deployment button to deploy the plug, ensuring the plug deployment button is fully depressed and flush against the handle assembly. The indicator wire will automatically withdraw and the plug will be deployed. The IFU cautions that care should be taken to ensure no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to, or during, deployment of the plug. Approximately 1-2 seconds after depressing the deployment button, the user is instructed to retract the exoseal vcd and vascular sheath introducer as a unit until the system is fully removed from the patient and apply light, non-occlusive pressure to the wound site. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.